Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge revealed that the a reload was fully fired and the other reload was partially fired. Further inspection of the cartridges noted partially flushed staple pushers and over-crimped staples. Functional testing showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially flushed staple pushers and over-crimped staples may occur when: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the stapler during laparoscopy, the doctor noticed that not all staples fired. Some staples were not fully formed and some were still in the sled of the railroad. There was no loud cracking or popping that was heard from the handle and when the device was opened, the doctor noticed the malformed staples.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the stapler during laparoscopy, the doctor noticed that not all staples fired. Some staples were not fully formed that did not form b shape and some were still in the sled of the reload. There was a crunch and clicking coming from the device that was heard . And when the device was opened the doctor noticed the malformed staples. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.